Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The graftmaster rx coronary stent graft system instructions for use states, note the product use by date specified on the package. The investigation determined the use after expiration to be related to the user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the mid left anterior descending (lad) vessel with the use of an unspecified device. It was reported that the graftmaster stent was implanted, successfully sealing the perforation without reported complications. The device functioned as intended; however, post implant it was noted the device was used past expiration date. No additional information was provided.